Event description:
It was reported that the screw had loosened at the site. The screw access was opened and the final screw was re-torqued. Tooth #3.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient age not provided. Patient weight not provided. Event date not provided. Lot number not provided. Manufacturing date not provided.

Manufacturer narrative:
One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU) and risk management file. The complaint addressed the 1st event for screw loosening. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. Bone density type was unknown. The reported device was located on tooth site #3 (universal). Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported mhlas screw is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Post market trending was reviewed and there were no negative trends or corrective actions for the reported event. Based on the available information, device malfunction could not be verified, and the reported event was non verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "yes" to "no." H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.